Event description:
Patient was revised to address loosening of the tibial tray and femoral component at the cement/bone interface. Depuy cement was used in the primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. The retained cement samples were conditioned and tested at an ambient temperature of 23 deg c. All results were reviewed and they are all within specification. A review of device history found no non-conformances on this batch. Final micro and sterility tests passed. A search of the complaint database found no additional reports for the femoral and tibial tray part and lot number combinations; one additional report for the cement part and lot number combination. However, review of the as400 system show that at least 50 other devices from the reported cement lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Requests for additional investigational inputs were made in accordance with wi-7915 appendix c. Territory office communicated no additional information is available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.